Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): , corrected data: date of event was updated from (B)(6) 2017 to (B)(6) 2017. Brand name was updated from a blank field to "masimo cable".

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the pulse oximeter was not reading correctly. No consequences or impact to patient was reported.